Manufacturer narrative:
Method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2010, the patient was implanted with an scs system. The doctor assessed the epidural space using MRI, prior to implanting the lead. On (B)(6) 2010 the patient developed paralysis and experienced severe pain radiating down both legs and around the rib cage, followed by numbness. The doctor ordered an emergency CT scan and later performed a level 4 laminectomy on the patient in order to remove the system and a hematoma. The patient had developed a delayed epidural hematoma causing spinal cord compression.